Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a mitral bioprosthetic valve, implanted approximately six (6) years and nine (9) months, was explanted and replaced with another edwards pericardial mitral valve. The reason for explant has not been provided.

Manufacturer narrative:
Additional manufacturer narrative: the explanted device has not been returned to edwards for evaluation and the reason for explant has not been provided despite multiple follow up attempts with the healthcare provider. Therefore, the root cause of this event cannot be identified or evaluated at this time. Edwards will continue to review and monitor all events.

Manufacturer narrative:
Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. The explanted device was not returned to edwards, therefore the clinical observation cannot be confirmed or evaluated. Edwards will continue to review and monitor all events.

Event description:
Response from the healthcare provider was received indicating the valve was explanted due to endocarditis. There was no allegation of device malfunction by the healthcare provider.